Event description:
For one patient sample, the user received an amikacin result of 43.4 ug per ml which was reported by the analyzer as greater than 40 ug per ml. The user performed a manual dilution and repeated the assay which a result of 32.4 ug per ml. No info was provided to determine if any erroneous results were reported or if the patient was adversely affected. The investigation is ongoing. If additional info is received, appropriate notification will be provided.

Event description:
Same case as MFR ID#: 2134265-2010-01972, 2134265-2010-02306. It was further reported that the 3.0x24mm taxus liberte stent was post dilated with a 3.5x12mm quantum maverick balloon at 14atm for 14 seconds and 16atm for 10 seconds. The balloon was removed so the vessel could be visualized and was reinserted and inflated at 20atm for 18 seconds. The dissection noted following post dilation was reported to be an edge dissection.

Manufacturer narrative:
One patient sample was returned for investigation which recovered > 40 ug/ml on the straight sample and 35.1,37.7 and 36.1 ug/ml on the diluted samples. A difference of the magnitude reported by the customer could not be duplicated, however the repoted under-recovery of the diluted patient sample was verified. Both results generated by the customer and the investigation were out of the range for therapeutic effectiveness invesetigation of the event determined all performance specifications for the amikacin application were met.